Event description:
It was reported that the patient with this right ventricular (rv) lead experienced lead perforation and infection. As a result, this rv was explanted. No additional adverse patient effects were reported.